Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited intermittent undersensing. It was also noted that the rv lead exhibited loss of capture. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.